Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported medical facility visit and hyperglycemia. The user reported the cannula was not inserted correctly into the infusion site and bent cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; changing your pod, chapter 3 / page 34. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been to a medical facility because patient was white, clammy, and dehydrated. Patient's blood glucose (bg) levels reached about 586 mg/dl to 600 mg/dl while wearing the pod for longer than 48 hours. The patient woke up high, had been high since midnight, after 12:30 lunch and went up to school it looked like the cannula had not gone into the skin, thus, was unsure if cannula was properly seated in the infusion site (hip/buttocks) and the pod's cannula was found bent to the side. The pod was removed at school. They tried boluses and one injection. The patient used griff grips during wear. The mother had to temp basal with the pump. Mother stated increased temp basal by 50% for 4 hours. The patient was treated water for an hour or so, blood was drawn, and patient was sent home. Patient had a trace of ketone.